Event description:
It was reported that the patient ¿had major problems¿ with the pump in september. The patient stated she had a ¿bad batch of medicine.¿ the duration of this issue was a three week period. The healthcare professional (hcp) went through a process of elimination with all medications. The patient noted she was afraid to touch the personal therapy manager (ptm). The patient experienced symptoms of loopiness and ¿walking like drugged.¿ the patient stated that ¿finally¿ the hcp took the drug out of the pump and refilled with new drug and the patient said within eight days she was ¿back to normal.¿ the pump was used to infuse dilaudid (hydromorphone) both currently and during the event; the dose and concentrations were unknown. Further follow-up was being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).